Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number 25gx3.5in whit 5ml glaspak bupi clear experienced an incorrect color on the device which was noted prior to use. The following information was provided by the initial reporter: material no. 400866; batch no. 0001296595. Per email: affected product was going to be used as samples to show customers by inside sales reps for mds. Case of spinal anesthesia trays has blue paper drapes instead of clear plastic. Case was being used as samples to show customers and is currently still in bd.

Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. The customer provided photograph confirmed the reported failure mode, the incorrect drape (blue drape) was included in the tray. Based on the complaint investigation, the most probable root cause was that manufacturing personnel did not ensure the correct componentry was used for lot #0001296595. Based on the identified probable root cause, all applicable manufacturing associates have received awareness training regarding this particular incident and the proper manufacturing process for acquisition of correct componentry prior to assembly. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process. A review of the device history records shows that all inspection results passed per the DHR process and no anomalies were noticed during production.

Event description:
It was reported that an unspecified number 25gx3.5in whit 5ml glaspak bupi clear experienced an incorrect color on the device which was noted prior to use. The following information was provided by the initial reporter: material no. 400866 batch no. 0001296595 per email: affected product was going to be used as samples to show customers by inside sales reps for mds. Case of spinal anesthesia trays has blue paper drapes instead of clear plastic. Case was being used as samples to show customers and is currently still in bd.